Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, the customer stated that the patient's original and redraw samples had been repeated for all other methods that had been ordered for it and all matched. The patient data was provided to the ccc specialist. The cause of the discordant potassium and sodium results on one patient sample is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Corrected information (03/05/2015): imprecise chloride results were obtained on the patient sample and were not included in the initial MDR.

Event description:
Imprecise chloride results were also obtained on the patient sample. The initial result was lower than the repeat result and redraw sample result. It is unknown if any of the results were reported to the physician(s) or which result is correct.

Event description:
Discordant potassium and sodium results were obtained on one patient sample on an advia 1800 instrument. The laboratory staff reported the potassium result to the physician through a phone call. It is unknown if the sodium result was reported to the physician(s). The patient was sent to the emergency department and redrawn. The new sample was tested twice on the same instrument and resulted lower for potassium. One sodium result was higher than the initial result and one sodium result was lower than the initial result. The original sample from the patient was then tested on the same instrument and the potassium resulted lower than the initial result but higher than the results from the redraw sample. The sodium result was higher than all previous results obtained on the original and redraw samples. The repeat potassium results were reported to the physician(s). It is unknown if the repeat sodium results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant potassium and sodium results.